Event description:
It was reported that during an external iliac interventional procedure, stent deployment difficulties were encountered. The "40 to 50%" stenosed lesion was located in the moderately calcified and non tortuous left external iliac artery. The lesion was 15-17mm in length. The lesion was predilated with a sterling 6x60mm balloon. A thruway guide wire was used with another manufacturer's sheath. The express sd renal biliary 6.0x18mm stent delivery system was advanced and positioned in the lesion. The stent balloon was inflated and "only the proximal half of the stent balloon inflated." The balloon was inflated to 6 atm for 15 seconds, and the balloon "dropped down." The balloon was inflated a second time to 6atm for 15 seconds and the balloon again "dropped down." The balloon was then deflated. To remove the balloon catheter from the partially expanded stent, the physician "tugged to free the balloon, and the stent migrated back towards the sheath." The stent catheter was then withdrawn through the sheath. A sterling 6x20mm balloon was then advanced to the stent. The sterling balloon was inflated to 8atm for 15 seconds, which fully deployed and expanded the stent approximately 1cm distal to the lesion. Another express sd renal biliary 6.0x18mm stent was implanted at the lesion proximal to the first stent. The procedure was completed successfully. No patient injuries or complications were reported. The patient condition is reported as "fine."

Event description:
It was reported that during an external iliac interventional procedure, stent deployment difficulties were encountered. The "40 to 50%" stenosed lesion was located in the moderately calcified and non tortuous left external iliac artery. The lesion was 15-17mm in length. The lesion was predilated with a sterling 6x60mm balloon. A thruway guide wire was used with another manufacturer's sheath. The express sd renal biliary 6.0x18mm stent delivery system was advanced and positioned in the lesion. The stent balloon was inflated and "only the proximal half of the stent balloon inflated." The balloon was inflated to 6 atm for 15 seconds, and the balloon "dropped down." The balloon was inflated a second time to 6atm for 15 seconds and the balloon again "dropped down." The balloon was then deflated. To remove the balloon catheter from the partially expanded stent, the physician "tugged to free the balloon, and the stent migrated back towards the sheath." The stent catheter was then withdrawn through the sheath. A sterling 6x20mm balloon was then advanced to the stent. The sterling balloon was inflated to 8atm for 15 seconds, which fully deployed and expanded the stent approximately 1cm distal to the lesion. Another express sd renal biliary 6.0x18mm stent was implanted at the lesion proximal to the first stent. The procedure was completed successfully. No patient injuries or complications were reported. The patient condition is reported as "fine."

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Evaluation summary attached: updated device evaluation by manufacturer: visual and microscopic examination of the returned device revealed blood and contrast throughout the inside of the shaft and balloon. The device was pressurized with an inflation device, however, the balloon could not be inflated. The device was soaked for approximately 8 hours in a bath of circulating 37°c water in an attempt to loosen and dislodge dried material from the lumen of the device; yet, the device still could not be inflated. The outer diameter of the balloon at the proximal end was larger than the rest of the balloon, and the proximal side of the balloon was loosely folded which shows evidence of partial inflation of the device. The balloon had crimp marks where the stent was originally located. The balloon folds were tightly folded approximately 2 mm from the proximal markerband to the distal end of the device. Product analysis revealed no evidence of any specification non-conformances. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related, as the device was reportedly used contrary to the labeled indications for use for this product (biliary device used in non-biliary vessel). (B)(4).